Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ pen needle nano¿ was difficult to remove from the baslagar pen with the outer cover becoming loose. The following information was provided by the initial reporter: "consumer reported having issues removing pen needle from her pen. First loosing the outer cover to remove it with. Informed caller to not store pen needle on her baslagar pen as she was doing. Also not to reuse the pen needle as she was doing. New start to injecting started in march"